Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no ventilation output was confirmed. As a result of the no ventilation output, the device was also alarming for patient circuit disconnect and low inspiratory pressure at start up. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device does not ventilate. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec replaced both the control board and blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined the root cause of the reported issue was twofold: ventec further examined the removed blower and determined that the cause of the reported issue was that its ball bearings were nearly seized due to damage, preventing the blower's fan blades from spinning freely. Ventec also further evaluated the removed control board and observed electrical damage to multiple components (mosfets q701-q706) within its blower circuit, however, further component level was not conclusively determined.